Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, missing thixotropic adhesive (ke45) at forceps cover and cement around objective lens, chipped pink rubber glue at edge and a pinhole on the cement around light guide lens were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.